Manufacturer narrative:
Per the field service representative (fsr), the perfusionist stated that at the time of the reported issue, the flow was described as being frothy. The fsr could not replicate the issue. He release tested the abd system. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the air bubble detector (abd) was not detecting air bubbles. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log review: the log showed that the air bubble detector (abd) was used on (B)(6) 2022 and no air detected alarms occurred. On (B)(6) 2022, the air detection was turned on and an immediate air detected alarm occurred. Air detection was turned off three minutes later. The abd was used on (B)(6) 2022, no air detected alarms occurred. On (B)(6) 2022, the abd was turned on and immediately reported an air detected alarm. Air detection was turned off three seconds later. The log cannot confirm the abd failed to detect air because there is no way to know if there was air in the tube. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.